Event description:
During a robotic laparoscopic hysterectomy, some vaginal mucosa was lodged/stuck between the rumi handle and the wires of the handle.

Manufacturer narrative:
The subject device will not be returned. The device is not indicated for use with a robotic system. The instructions for use are enclosed.